Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited post paced t wave over-sensing. Programming changes were made. There were no patient consequences.